Event description:
Boston scientific received information that during a routine follow up, it was noted that there was a large drop in the sensed r waves, and an increase in pacing thresholds was noted. A lead dislodgement was alleged. A repositioning procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.